Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen that rendered the display difficult to read, and the device was not usable due to visibility issues; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an ambient light problem affecting visibility consistent with a display difficult to read involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.